Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the test well images in question on the testing instrument and determined that all of the test well images visually appeared as they were resulted by the galileo neo instrument.

Event description:
On (B)(6) 2017, a customer reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo neo instrument, when tested on (B)(6) 2017.